Manufacturer narrative:
Inspection of the log files show no signs of the device overheating. The log files show the device was operating within the temperature specifications. The device was allowed to charge during investigation and was not observed to heat up. Inspection of the log files found signs of power sensitivity issues as the battery level was observed to decrease much quicker than expected. The battery level was observed to decrease from 60% to 8% in approximately 100 minutes. No damages or defects were observed to the battery or to the battery compartment. Investigation confirms the battery was unable to hold charge for 48 hours per the design specifications and therefore no further battery life testing is required. The exact cause of the battery not holding charge could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient's mother that the omnipod personal diabetes manager (pdm) is heating up. It was also reported that the pdm is shutting off and on while it is fully charged.